Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of peg ripped. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive peg placement kit was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the peg placement procedure, the peg tube ripped inside the patient. The procedure was completed with a new endovive peg placement kit. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.